Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, being that the device used was not a getinge product. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the tubing. There was no patient harm or adverse event reported.